Event description:
Journal reference: murata et al. "Deep brain stimulation of the posterior subthalamic area (zi. Raprl) for intractable tremor." No shinkei geka 2007; 35(4): 355-362. Eight cases with severe essential tremor and 18 of tremor-dominant parkinson disease were treated with unilateral dbs of the area including the zona incerta and the prelemniscal radiation (zi/raprl). Tremors have been well controlled for 24 months with almost stable stimulation parameters, and no obvious adverse effects of stimulation. Reportable event: in some patients in whom the electrode was placed in a lateral approach, or in whom needed high voltage because of severe tremor, spasticity of the lower limbs was sometime seen during walking. Exact number of patients affected is not listed.